Event description:
In 2009, the pt reported receiving frequent e8 (power interrupt) errors on his infusion device and he stated that the display of the device is becoming faint hindering his ability to read the display. He has changed the battery and battery cover. The infusion device has not been dropped or exposed to water. He believes the e8 errors have contributed to elevated blood glucose of up to 318 mg/dl. His normal blood glucose range is 120-140 mg/dl. He stated that he has been working with his medical professional to adjust the basal rates and his blood glucose continues to be elevated. The pt was advised to switch to his backup infusion device. A replacement infusion device was sent. Upon follow up at about 4 days later, the pt reported that he began use of the replacement infusion device and adjusted his basal rates per his physician and his blood glucose measured 132 mg/dl when he woke up. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.